Event description:
It was reported that when attempting to fill the bag with saline the connector leaked. No patient injury was reported.

Manufacturer narrative:
One opened administration set was returned for evaluation. Visual and functional testing did not detect any leaks or defects. The device functioned as intended and no fault was found. A DHR was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08151 is no longer considered reportable, please disregard any MDR reports associated with it.